Event description:
The customer's family member called to report that the customer was hospitalized for high bgs. It was stated that the customer tried several batteries and no one is working. Advised the contact to clean the battery cap and insert new batteries. It was indicated that the customer is on manual injections.